Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower doors 2 and 4 had failed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that the two tower doors had failed. A field service engineer cleaned all tower door microswitches, applied conductive grease, tightened the wiring harness, reseated the cables, and tested the system to resolve the issue. The system functioned as intended after the field service engineer repaired the device.